Event description:
The customer reported that the left monitor did not turn on after boot up of system was complete. The customer rebooted the system and that the problem had been corrected. The pt was involved but no pt injury was reported.

Manufacturer narrative:
The customer rebooted the system and checked its operation, no further problems were detected. No action was taken by the field service rep after speaking directly with the customer, who had placed the service call.